Event description:
A surgeon reported that at one and a half weeks post cataract surgery, he noticed a metalic micro fragment on the iris surface of the pt's left eye. He states he thinks, it is from the phacoemulsification tip that was used in surgery. The pt has not symptoms.

Manufacturer narrative:
A questionnaire was received and reviewed by a company clinical analyst: per the customer, the metal particulate was believed to be from the phaco tip. Per the company clinical analyst, sources of metallic particulates may be from second instruments that come in contact with the tip or from wear. The analyst also reported that safety concerns of the particulates damaging tissue during an smri have been dispelled in a report by the smri safety committee. No phaco tip sample was received for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. All phaco tips are 100% inspected at the end of the manufacturing process by trained operators to insure all visual quality requirements are present before release of a phaco tip. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).